Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.168.004. Lot: f-22746. Manufacturing site: selzach. Supplier: sphinx. Release to warehouse date: july 07, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection, functional check and document specification review of the returned device. During the visual inspection, slight scratches were found on all components. The cutting edges are rounded and worn. No other visual damage could be observed at the blade. The device was reassembled before the functional check could be executed. The device was fully functional as per design intended. According to the functional check outcome, the device is fully functional. It is recommended to operate according the surgical technique guide, where length determination and reaming instruction are defined. Furthermore, the available construct sizes are defined with a minimum size of 75mm. It should be noted that product failure is multifactorial. Based on the information currently available, the surgeon drilled with a minimum of 70mm. This runs contrary to the recommendations in the surgical technique guide, where a minimum of 75mm is indicated. Hence, it is likely that an unintended user related issue has lead to the reported complaint condition. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for the femoral neck fracture with the reamer. During the surgery, the surgeon measured the size with the guide wire and the measuring value was 69mm. The surgeon drilled with the reamer (drill minimum limit: 70mm), but he couldn¿t drill till the proper position, and the implant couldn¿t be inserted completely. The implant was set with floating from the bone. The surgeon reamed the bone almost touching the bone head, and he inserted the bolt. After that, he confirmed that the bolt didn't penetrate the bone head. After the implants set, he confirmed that the bolt seemed to penetrate the bone head, and he removed and re-inserted it. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: unknown guide wire (part# unknown, lot# unknown, quantity 1), unknown drill bits (part# unknown, lot# unknown, quantity 1). And unknown nuts (part# unknown, lot# unknown, quantity 1). This report is for one (1) complete opening drill bit/ reamer assembly. This is report 1 of 1 for (B)(4).